Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 was failed and failure code state that device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was failed. A field service engineer found both control boards on the full height cubie drawer unresponsive. Fse replaced both components and drawer were functioning as expected. The system functioned as intended after the field service engineer repaired the device.